Event description:
The patient's mother contacted dexcom technical support on (B)(6) 2013 and reported that on the date of the report, the sensor was removed and the sensor wire became detached from the sensor pod. The patient's mother reported that medical intervention was not required. At the time of the call to dexcom technical support, the patient's mother reported her daughter was in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.